Event description:
It was reported that during a procedure, the device's tissue pad came off and fell into the patient. The tissue pad was retrieved through the trocar to complete. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the tissue pad melted. Possible causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them, and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in possible damage to the instrument. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.